Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery, external ram crc error and unexpected restart. Troubleshooting was done. Customer's blood glucose was 200 mg/dl. Explained to customer the alarms. Customer will monitor the insulin pump and will report back for any issues. No further info provided.